Event description:
It was reported that the coagulant is insoluble and increased incidence of fibrin with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: during use this batch, customer complaint that the coagulant in the tube is insoluble and increased incidence of fibrin.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and a similar quality non-conformances was raised during manufacturing of the product.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the coagulant is insoluble and increased incidence of fibrin with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: during use this batch, customer complaint that the coagulant in the tube is insoluble and increased incidence of fibrin.